Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ blunt filter needle had foreign matter at the tip of the needle. No serious injury or medical intervention was reported.

Event description:
It was reported that bd¿ blunt filter needle had foreign matter at the tip of the needle. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation: one sample was received for evaluation. A visual inspection was performed under the microscope; no foreign matter was observed on the tip of the needle or in any other area. The plastic shield and the plastic tube where the sample came were also inspected, not finding any foreign matter or any other defect. Failure mode could not be confirmed. A device history record review was completed with zero defects found related to this failure mode. No quality notifications were written for this batch, nor for the associated assembly batches.